Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the customer ordered an intraocular lens (iol) of diopter 24.5, but the box was labeled with diopter 19.0. The serial number for the iol indicates in the inventory system that it should be of diopter 24.5. There was no patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
During follow up, the customer clarified that this was not a complaint of mislabeled product. The surgery center was just returning back-up product. She stated they always order two of the same lens to have one as a back-up. Therefore, this event was mis-categorized as a complaint in error. Device available for evaluation? Yes, returned to manufacturer on 10/23/2017. Device evaluation: the inner pouch and the outer package were sealed. The information on the label was correct. Serial number 8286211706 corresponds to zxr00 24.5 d. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.